Event description:
It was reported to philips that the system did not start up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file confirmed that the host pc was not starting up. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the hard drive bay was defective and the power supply was flakey. Fse replaced the host pc and hard disk drive (hdd). The replaced host pc was returned for analysis and the part analysis confirmed that the power supply unit (psu) of the host pc was faulty. After replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.